Manufacturer narrative:
The reported issue could not been duplicated by our service engineer. Atmospheric pressure adjustment and functional tests were carried out with satisfactory results. The logs were not received, since they are not available. Due to lack of information and since the issue could not been duplicated, the root cause of the reported issue could not been identified.

Event description:
It was reported that there was difference in the programmed pressure of the peep (positive end expiratory pressure). There was no patient harm. Manufacturer ref.#: (B)(4).